Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented to the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture and was found to be dislodged. It was noted that the patient exhibited twiddlers syndrome. The lead was explanted and replaced on (B)(6) 2016.